Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with a dilated heart and a septal hugger. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw (60120r1091) was then prepared per the instructions for use (IFU) and inserted and grasping was performed on the anterior and septal leaflets. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped. Therefore, the clip was brought back to the atrium, but became caught in the sub valvular apparatus. Troubleshooting was performed, the clip was able to be freed, and the clip was repositioned. Grasping was performed again, but the tr was unable to be reduced. The clip was then repositioned back to the anterior and septal leaflets, and grasped the leaflets close to the first clip. The clip was able to achieve a good grasp of the leaflets, but the clip stopped closing at around 70 degrees. Troubleshooting was performed, but the clip was unable to close more than 70 degrees. Therefore, a decision was made to remove the entire system. The clip was inverted and retracted as much as possible into the triclip steerable guide catheter (tsgc) (51204r1059). The system was retracted as much as possible down to the patient¿s groin. The system was then able to be removed via surgical cutdown. On (B)(6) 2026, the device was examined, and it was observed that there was human material close to the shaft and on the grippers.